Event description:
It was reported by the caller that an occlusion alarm occurred. There was no adverse impact on the customer¿s blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and then resumed insulin.